Event description:
As of today, this ICD has not been returned to boston scientific for laboratory analysis. However, a save to disk was performed after the patient's death and was analyzed.

Manufacturer narrative:
At this time, this ICD has not been returned to boston scientific for laboratory analysis. No additional information has been reported. If any additional information does become available or if the device is returned, an amended report will be submitted.

Manufacturer narrative:
On the day the save to disk was created, the battery voltage was 2.32 volts and the charge time was 32.3 seconds. The pacing threshold for the ventricle was at 5 volts with 48% pacing, and the threshold for the atrium was 3.5 volts with 81 % pacing. Impedances were within normal ranges. To determine if the ICD had depleted normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Based on the available programmed parameters, we would have expected the device to last 3.7 years to reaching the elective replacement indicator (eri). The actual longevity to eri for this device was 4.6 years, exceeding the nominal expectations. The time from eri to eol was 80 days, most likely due to the high pacing load resulting in more battery use. The episodes were reviewed and there were eight shock attempts that occurred on (B)(6), 2010. The initial attempts charged in less than 30 seconds and the latter shocks were in excess of 30 seconds. This is normal device behavior with such a depleted battery. The data contained in the disk is considered normal device behavior. More detailed analysis of longevity may be performed if the device is returned for laboratory analysis. No additional information has been reported. If any additional information does become available or if the device is returned, this report will be updated.